Event description:
A remstar device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at third-party service center, the service technician observed evidence of foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust contamination and displayed error code e051 (corrupt compliance log) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.